Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ii us, mr, 2.5x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted and bent back in a distal direction. The undamaged stent outer diameter measured and was the within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found there was no issue with the hypotube. A visual and tactile examination found a midshaft extrusion kink on the proximal side of the port weld. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.